Event description:
A customer reported an alarm event, specifically alarm 20, during insulin pumping. The customer did not provide information on whether their blood glucose level exceeded 500 mg/dl. Despite cts assistance, the issue persisted with recurring cartridge alarms, impeding successful cartridge loading and resumption of insulin therapy. To address the problem, cts decided to replace the pump. The customer was informed about using mdi as a backup therapy and was instructed to return the malfunctioning pump to tandem using a pre-paid label, with an understanding of the procedure.